Event description:
(B)(4). It was reported through the pmcf (post-market clinical follow-up) report, that the abbott traveler rx coronary dilatation catheters (cdcs) that were used may be related to vessel dissection, arrhythmias, perforation, and myocardial infarction. The report also found performance issues with the traveler rx cdcs such as issues with delivery, inflation, deflation, and withdrawal. The cdcs were also used in chronic total occlusion (cto) lesions, but some of these do not have cto in their indication for use. Please see the pmcf report for additional details. Event date is estimated as (B)(6) 2022 as that is the latest date listed in the report.

Manufacturer narrative:
Date of event ¿ estimated the unique device identifier (UDI) is unknown because the part number and lot number were not provided. The devices were not returned for evaluation. A review of the lot history records could not be conducted because the part and lot numbers were not provided. Reportedly, the traveler rx device was used in a chronic total occlusion (cto) lesion. It should be noted that the traveler rx coronary dilatation catheter instructions for use (IFU) states: the traveler rx coronary dilatation catheters is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. Balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction balloon dilatation of a stent after implantation. It is undetermined if the deviation of the instructions for use caused/contributed to the reported difficulties. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional patient effects listed in the report are captured under separate medwatch reports. (B)(4). The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.